Manufacturer narrative:
(B)(4).

Event description:
The device was returned for service. During service by baxter, a cracked door was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.